Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up on 4 november 2020, the associated smarttouch tablet froze. It was not possible to force termination of the tablet. The user then performed the follow-up with an orchestra plus programmer. During this follow-up, the arrhythmia data and the estimated residual longevity were not displayed in the device memories.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up on (B)(6) 2020, the associated smarttouch tablet froze. It was not possible to force termination of the tablet. The user then performed the follow-up with an orchestra plus programmer. During this follow-up, the arrhythmia data and the estimated residual longevity were not displayed in the device memories.